Event description:
It was reported that during interrogation high hv lead impedance was observed due to a loose setscrew. The patient will be schedule for surgery once the implant incision is healed. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that the pocket was opened in 2009 and the physician saw that the rv coil was not seated in the header. The connection was resecured, however, high impedance measurements were still observed. The physician elected to leave the device implanted since the patient mostly required bi-ventricular pacing rather than high voltage therapy.